Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2008.according to the complainant, post procedure, the patient experienced continuous pelvic pain and bladder infections. The exact nature and date of onset for these symptoms are unknown.all other information is unknown and reportedly unavailable.